Event description:
It was reported the pt has been experiencing pain at her scs lead site since (B)(6) 2013. Follow-up identified per the pt, since (B)(6) 2013 she has been experiencing hives at the lead site which get worse with stimulation. Subsequently, the pt received benadryl. Further investigation identified the pt's scs system was explanted due to the issues.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.